Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge. The reported event of the device ceased to function was undetermined via product. A probable cause could not be determined via product.